Event description:
Philips received a complaint by the customer on the v60 indicating that after the device was turned on, buttons could not be adjusted. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was replaced with another ventilator without any adverse consequences. The customer called technical support to report that after the device was turned on, buttons could not be adjusted. Investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the hospital equipment department repaired the key plate (power switch overlay), and the issue was resolved. No part was replaced. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.